Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed a cs 078 alarm. It was duplicated during investigation. There was evidence of moisture corrosion in the battery compartment near the motor flex connector. Due to the moisture, the motor was not working. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.